Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received failed battery alarm and replace battery now alarm. The customer¿s blood glucose level was in the unknown at time of incident. Customer reported that the insulin pump received battery failed alarm during normal use. The troubleshooting was performed and advised to insert battery alarm and insert a new or fully charged battery and again received alarm. The insulin pump will not be returned for analysis.